Event description:
It was reported that the pulse generator could not be interrogated. Attempts were made with multiple programmers on different dates, and they were unsuccessful. A device download was attempted, causing the pulse generator to go into backup mode. The device was explanted and replaced.

Manufacturer narrative:
Analysis found a defective integrated circuit which caused the interruption of telemetry contact in the field when the battery voltage was around 2.60 v. The interrupted telemetry contact caused the device to go into bvvi during the product download. As received, the device could not be interrogated, and no telemetry could be established. An external power supply was connected, and the device could be reloaded and normal function ensued. Loss of telemetry could be reproduced when battery voltage was decreased below 2.60 v.